Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Device evaluation: on july 10, 2023 the system was checked during use. The auto z and gbt was verified and the vacuum level was verified between patients. The laser was not used during the afternoon and the current ifs was then used. All elita system parameters were within specification. On july 11, 2023 the system auto z, gbt and extended gbt was verified and was all good. While in service mode test suspected suction rings was carried out. None of the patient interfaces lost suction. In addition, in the customer mode a similar test was carried out. Two of the suction rings slipped from the cone, but the suction, which was under investigation was not lost. Laser was used to cut 5 eyes (non-human) and no suction lost was observed and flaps were easy to remove afterwards. System was decontaminated afterwards. Preventive maintenance was performed, and system met johnson & johnson specifications at departure. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician had difficulties docking with the left eye (os) of the patient. Account stated that these did not seem to be related to the surgeons technique or docking. He was centered and not tilted. Whenever he made contact with the cornea, the suction ring seemed to ¿lose all suction¿. The physician was able to finally get suction and proceed with the treatment. Suction was lost during the procedure. No error message from the laser was observed. The patient flap was incomplete as a result and was not lifted. The patient was treated that same day with the ifs to create a side cut only cut. Account stated directions for use (dfu) were followed, there was a delay and the daily activities were not affected. No issues reported during ifs/excimer laser surgery. Best correcte visual acuity right eye 6/5 ; left eye 6/5 at one day post op visit. No further information was provided. A separate report will be submitted for the patient interface.